Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-148: only affects ios - hi/lo setting threshold corrupted. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated that the true manager air app was working as intended.

Event description:
Consumer reported complaint for false hi/lo displays on the true manager air app. Complaint was initially reported via e-mail and customer was contacted via telephone. The customer stated that the true manager air app displayed hi yesterday but is now displaying lo. The customer stated she had changed her target blood glucose range from 80-130 mg/dl to 80-200 mg/dl. Customer was advised that changing her target range would change the true manager air app report. Customer stated that she was also manually adding test results obtained from another device; customer was advised to not add results from a different device to the true manager air app. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.